Event description:
A report was received on (B)(6) 2010 from a baxter france field service engineer regarding a female patient receiving hemodialysis via an aquarius machine. The patient reportedly expired on (B)(6) 2010 during hemodialysis therapy. The female patient was hospitalized in the intensive care service for a sectoral peritonitis on (B)(6) 2010. The patient status declined with a multivisceral failure which required hemodialysis via the aquarius machine (extra renal clearance). The hemodialysis started on (B)(6) 2010 at 21:49. Reportedly, heart failure occurred at 22:00. At the 23:00 the patient expired. The listed cause of death is unknown. It is unknown what symptoms the patient displayed. It is unknown what interventions were administered. It is unknown if cardio pulmonary resuscitation (CPR) was instituted. It is unknown if an autopsy was performed. The reporter indicated a hypocalcaemia of 0.38mmol suspects a citrate administration with insufficient calcium compensation. A facility investigation occurred. Reportedly, the hypothesis of causes of this non administration of calcium is: a) a calcium bag was not prepared correctly. Several bags had been prepared at the same time with possibility of a reconstitution error. Facility staff was interviewed. The facility has implemented changes to the protocol. One bag will be prepared the hour prior the administration. Reportedly, for this event, the calcium bags were prepared the night before the therapy. B) the calcium and citrate flow rates programmed into the machine were incorrect. The analysis of the data recorded in the machine history file by the biomedical team revealed that several alarms were displayed in the first minutes of the therapy after the patient connection including the alarm "clamp on calcium line" that was displayed 10 minutes after the therapy started, followed by the alarm "calcium balance deviation". These alarms appeared several times during the treatment. It is unknown what corrections were made for these alarms. C) the calcium line clamp was checked and found in an open position. The alarm "calcium balance deviation" was not correctly interpreted and bypassed by relaunching the therapy. According to the reporter, the occurrence of this alarm was misunderstood. D) the other possible causes stated in the manufacturer user guide have not been investigated. E) reportedly, this alarm is related to a wrong set up of the calcium line. Reportedly when the line was installed, inversion between the calcium bag line and the aqualine line occurred. F) the reporter stated that: during the circuit installation, the calcium line could be installed in a reversed position without any difficulties. The aquarius does not display alarms during the priming step and the set up of flow rates. The machine is "aware" and alarms only after 10 minutes of therapy while the patient received citrate. The machine interpreted this as the clamp was closed. Then, the machine detects the non variation of the calcium bag weight regarding the entered flow rate and display alarm "calcium balance deviation". This report addresses the use error related to incorrect placement of the tubing into the aquarius machine.

Manufacturer narrative:
(B)(4). The tubing was discarded therefore no evaluation was performed. The issue of use error related to the tubing was previously reported under manufacturer number: 1423500-2010-05681. This report is specific to the use error and incorrect placement of the tubing in the aquarius device. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Vendor information indicates: the supplier underlined that the complaint noted aquaset 12, as the involved product, however this line cannot be used for "regional citrate anticoagulant". This specific therapy can be done only with citraset 12 or citraset 19 that consist of aqualine c + citrakit. According to the complaint report, the problem was not connected to the product. The installation of the calcium and citrate lines is clearly described in the manual of the aquarius machine. If instructions of use are followed, it is not possible to incorrectly connect the two infusion lines that are part of the accessory identified as citrakit. For all remaining pump segments of aqualine c, the incoming pump connector is colored and the output pump connector is clear. This is true even for the citrate pump connectors. On the contrary, both the connectors in the calcium line are white. This has been a design choice defined by the manufacturer. The color change of the output pump connector on the calcium line is an improvement of the product. The device history file was not reviewed because the lot number is unknown. The supplier believes that the instructions relating to this particular technique of anticoagulation noted in the manual of the machine are detailed and clear. The application does not lead to improper installation and connection of the lines on the machine.